Event description:
Related manufacturer reference number: 2017865-2023-17588. It was reported the patient presented for a leadless pacemaker implant procedure. During positioning, multiple locations were mapped using the delivery catheter and leadless pacemaker. At the second location, contrast was shot to visualize on fluoroscopy and the patient started having pain and discomfort. Shortly after, the patient's saturation and blood pressure dropped, and an emergency echocardiogram was ordered. It was observed the heart was perforated. Pericardial effusion was noted and pericardiocentesis was performed. The patient was brought to an operating room to repair the heart where their chest was cracked open, and the perforation was fixed. The patient was intubated and stable.

Manufacturer narrative:
The reported event of perforation was not confirmed. As received, a complete catheter was returned as one piece with a device attached on it. The device was able to be removed manually from the catheter. The catheter was found bent adjacent to the handle and the hypo tube was found broken in this location consistent with damage from shipping and handling. Visual and x-ray inspections of the catheter did not find any anomalies except for procedural damage.

Manufacturer narrative:
The reported event of perforation was not confirmed. As received, a complete catheter was returned as one piece with a device attached on it. The device was able to be removed manually from the catheter. The catheter was found bent adjacent to the handle and the hypo tube was found broken in this location consistent with damage from shipping and handling. Visual and x-ray inspections of the catheter did not find any anomalies except for procedural damage. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.